Event description:
A surgeon reported that during a cataract surgery demonstration the aspiration stopped working. Everything was fine until the lens core (hard lens) was removed. After re-plugging the tubes from the phaco handpiece to the monomanual I/a handpiece, the aspiration did not function. The vacuum was at maximum, but there was no aspiration. The I/a handpiece was exchanged, but there was still no aspiration. The surgeon also reported that after checking the system was found that the aspiration tube was clogged. The cassette was renewed and the surgery was completed as usual. The surgery was delayed by approximately 5 minutes compared to a surgery without the clogging. The surgery was completed without further issue. There was no patient impact. Additional information has been requested, but not received to date.

Manufacturer narrative:
A sample is in transit to manufacturing site. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).